Manufacturer narrative:
Product will not be returned for eval.

Event description:
It was reported per field service report: symptom- pump had purge failure alarms while on pt. The pump was switched out and sent to biomed. Findings/action taken: biomed confirmed problem and repaired by installing a pneumatic control switch (pcs) assembly that was obtained from an autocat 2 wave.